Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that the anterior cuff was engaged to the anterior needle tip and the link was still attached to the anterior cuff. The monofilament, needle tip and posterior cuff were not returned. Based on the investigation findings, the link was broken at the posterior cuff and this confirmed the reported experience. The link connects the anterior needle to the suture and if the link breaks from the cuff, the suture will not be present during plunger withdrawal and can appear very similar to a cuff miss. When the suture is harvested and pulled through the suture bearing and anterior needle guide, resistance met at this point of deployment can cause the link to detach or break. A link break can be influenced by many factors, including, but is not limited, to manufacturing, excessive tension during plunger retraction by aggressively removing the plunger and excessive force can be caused by high friction against the suture due to a challenging anatomy. A definitive cause for the reported needle tip not meeting the cuff could not be determined. There does not appear to be any indication of a product quality deficiency. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot. In addition, a query of the complaint-handling database was performed and there were no other incidents within this lot reported for needle to cuff miss. To assure that all products perform according to specifications they are subject to inspection during manufacturing and a quality control audit inspection is performed to verify product quality.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician, trained in the use of the perclose proglide, attempted arteriotomy closure of the left common femoral artery after a percutaneous coronary intervention. Reportedly, when depressing the plunger, the needle tip could not meet the cuff. Another proglide was used to achieve hemostasis. There was no adverse patient sequela reported. Though requested, no additional information was provided.